Manufacturer narrative:
Date of event was approximated to (B)(6) 2019 as the event date is unknown. (B)(4). According to the complainant, the suspect device is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that five speedband superview super 7 devices were used during a procedure performed on an unknown date. According to the complainant, during the procedure, the bands would either prematurely deployed or deployed at the same. The same issue occurred with the other four speedband superview super 7 devices. Attempts to obtain additional information regarding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.